Manufacturer narrative:
Qn#(B)(4). Visual inspection confirmed the introducer was damaged during removal. No corrective action at this time. Continue monitoring complaints for similar incidents and gather more data.

Event description:
Reported event: while changing the introducer tip needle, it bent and could not be removed normally. The surgeon had to apply force to remove the introducer needle. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product 2.9mm percutaneous introducer needle, lot #73b1600179 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events

Event description:
Reported event: while changing the introducer tip needle, it bent and could not be removed normally. The surgeon had to apply force to remove the introducer needle. The patient's condition was reported as fine.